Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction and concurrent flow. The following information was provided by the initial reporter: it was reported by the customer secondary tubing that appears to have the small disc like filter thing in upside down/backwards, as staff recognized that a secondary bag of magnesium was quickly infused.

Manufacturer narrative:
H.6. Investigation: one primary tubing and one secondary tubing were returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The backcheck valve was not misassembled. The primary tubing was primed with water and the secondary tubing was primed with blue dye water. The sets were allowed to free flow. No back flow was observed. The customer complaint that appears to have the small disc like filter thing in upside down/backwards, as staff recognized that a secondary bag of magnesium was quickly infused could not be replicated. A device history record review for model 2420-0007 lot number 21035478 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure could not be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21035478 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #21035478 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21035478 regarding item #2420-0007 h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction and concurrent flow. The following information was provided by the initial reporter: it was reported by the customer secondary tubing that appears to have the small disc like filter thing in upside down/backwards, as staff recognized that a secondary bag of magnesium was quickly infused.